Manufacturer narrative:
Updated section h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for frame damage was empirically confirmed based on the information received to date. Available information suggests user technique/error (device preparation technique, high push force) likely contributed to the event as a point of friction was created during sheath preparation and increased push force was reported. Improper conditioning of the sheath can contribute to resistance during delivery system advancement. These errors may promote non-coaxial alignment between devices, leading to resistance due to increased friction, catching, or obstruction within the sheath lumen. Such conditions may prompt the user to apply device manipulation (e.g. High push force), potentially causing damage to sheath or valve (e.g., bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Updated sections d4- serial number and expiration date, and h4.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in the united kingdom, it was a case of a 29mm sapien 3 ultra resilia valve implanted in the aortic position by transfemoral artery approach. During the procedure, difficulty was encountered when inserting the valve and delivery system through the esheath+, with increased push force noted. The tip of the 29mm transcatheter heart valve caught on the liner of the 16f esheath+ during insertion. The prior use of an 18f dilator in the sheath may have created a point of friction within the esheath+. As the delivery system advanced, the valve appeared to exit the sheath prior to the end hole, followed by tearing of the liner and a split along the shaft from approximately the midway point, while the seam and liner remained intact along the proximal half. Both the delivery system and the valve protruded through the side of the sheath while in the patient. A bent strut was then observed on the distal end of the transcatheter heart valve during exit from the sheath, which appeared to correct with valve alignment and did not affect deployment. The valve was implanted successfully, and the system and sheath were removed without patient injury. The patient remained in stable condition. As per information provided, the root cause of the event is related to the tip of the 29mm transcatheter heart valve caught on the liner of the 16f esheath+ during insertion, and the prior use of an 18f dilator in the sheath may have created a point of friction within the esheath+.